Event description:
It was reported that the temperature does not rise. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint that the temperature does not rise. No relevant repair history was found. Visual evaluation found cracks in the water tank cover. The reported events were not reproduced, but water leakage was verified by functional testing. Circulating water had leaked from the heating tube connection. The reported issue was caused by a deterioration of the o-ring. The o-ring and other damaged parts were replaced to correct the issue. Hl-90 device passed all functional and performance tests after repair.